Manufacturer narrative:
Due to the strips being re-used on the new monitor, the strips got wavy and the magnetic adhesion was very limited. The production line was checked; the issue was communicated to the material testing lab and to the supplier to investigate this issue. The investigation could not confirm any malfunction. The issue was neither caused by a manufacturing defect nor an assembly error nor by external influences like cleaning agent, humidity or temperature. The check of the actual manufacturing documents (10762473_ied-fpa-018-01) showed that there is a hint available, which states that after affixing, the cover may not be moved for four hours to ensure drying and hardening of the glue. A further hint (within the manufacturing documentation) states that the fixed metal strips may only be used once as planned. The same hint within the service documentation ("replacement of parts - td00-000.841.37.03.02") states that in case of monitor replacement a protective cover must also be ordered and metal strips may only be used once. The metal strips were replaced at the customer site. This report was submitted april 10, 2017. (B)(6).

Event description:
A barco monitor was replaced on the monitor suspension system of the uroskop omnia max unit; however, metal strips to attach protective cover to the new monitor were not included. Old strips were used for attachment leading to the protective cover getting loose and falling on a patient during a night shift. The patient got frightened; however, no injuries were reported in this case. The protective cover weighs about 400 grams. The reported incident occurred in (B)(6).